Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received. Were there any staple formation issues noted in either surgical procedure? What were the clinical symptoms that prompted the return to or? How was the leak addressed? What is the current patient status? They took the patient back to surgery. The portion of the tissue with the staple line was removed and sent to pathology. Pathology confirmed there was no leak due to staples. All staples were fully formed and intact.

Event description:
It was reported that the surgeon was conducting a laparoscopic appendectomy using product code ec45a, gst45w and gst45b. The reloads may have been the ecr45w and ecr45b. I am unsure because product was discarded. He stapled the appendiceal stump with a blue reload and the meso appendix with a white reload. Upon completion of the case, he checked the staple lines and they looked good. The patient was not able to be discharged over the next week due to fever and other symptoms. The patient was brought back to surgery and a leak was detected.